Event description:
It was reported that the customer was unable to rewind the insulin pump. Customer stated that they forced the insulin out to make it work. Customer reported that the insulin pump alarmed no delivery during bolus then got the insulin pump to rewind. The customer was assisted to perform displacement test and test passed. It was also found that customer was running dual/square bolus. Advised customer to monitor the insulin pump and call back if issues persists. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.